Event description:
It was reported by service report that the power cord was disconnected from the back of the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Conclusions: issue was resolved for the customer by the service tech reconnecting the power cord to the back of the bed.